Event description:
It was reported that (1) device was used during a reductor gastroplasty. It was reported by the affiliate that while using the tcr75 device during the procedure, the staples did not close the tissue correctly and the staples fell into the cavity. Another device was used to complete the case.